Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analyst commented, no anomalies identified. Time of recommended replacement time (rrt): (B)(4) 2014.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 6947 lead implanted: (B)(6) 2010; competitor lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to possible premature battery depletion. No patient complications have been reported as a result of this event.